Event description:
It was reported that the rubber piece around the pump touchscreen, which typically secures it to the pump, was falling off, resulting in a portion of the touchscreen being lifted up. There was no adverse impact on the customer's blood glucose level. The caller continued to use current pump.